Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material dirt/stain under the lightguide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of the adhesive around the lightguide lens coming off due to physical stress such as an impact to the tip of the scope and or chemical solutions used, allowing in ingress of moisture into the lens. Since the foreign material (dirt/stain) was attached to an area other than the outer surface of the scope, it likely could not be removed during reprocessing. The issues may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the switch 1 did not work due to damage, the forceps control lever did not move smoothly due to damage on the lever mount, the universal cord was deformed, the light guide lens had a crack, due to a cut on the heat shrinking tube of the forceps elevator the expected insulation capacity could not be obtained, the air water cylinder and suction cylinder had no color, and the switch box and plug unit had a scratch. The following were shaved; grip, objective lens, and the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope had a part of the albaran lever break off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the inside of the light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.